Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver prongs broke off and became lodged in the inserter after the spacer was placed. The physician had difficulty removing the driver from the inserter and the broken off driver prongs were successfully flushed and suctioned out of the patient which prolonged the procedure by fifteen minutes.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Visual inspection confirmed both tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states risks associated with lumbar spine surgery include: instruments used during surgery may break or malfunction which may cause damage to the operative site or adjacent structures.

Manufacturer narrative:
Visual inspection confirmed both tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states risks associated with lumbar spine surgery include: instruments used during surgery may break or malfunction which may cause damage to the operative site or adjacent structures.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver prongs broke off and became lodged in the inserter after the spacer was placed. The physician had difficulty removing the driver from the inserter and the broken off driver prongs were successfully flushed and suctioned out of the patient which prolonged the procedure by fifteen minutes.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Additional information provided in block h11: visual inspection confirmed both tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states to avoid application of excessive stress on instrumentation. Additionally, the IFU states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver prongs broke off and became lodged in the inserter after the spacer was placed. The physician had difficulty removing the driver from the inserter and the broken off driver prongs were successfully flushed and suctioned out of the patient which prolonged the procedure by fifteen minutes.